Event description:
The customer alleged that she performed control tests and received a high result of 200 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.